Event description:
A report was received that the patient had a non-device related fall and was experiencing intermittent stimulation. Database analysis revealed high impedances on some electrodes. The patient underwent a revision procedure wherein the leads were replaced and the clik anchor was explanted. The leads were replaced because patient fell and the integrity was ruined. One of the leads was bad. Device malfunction was suspected due to the fall.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm; model #: sc-4316, serial/lot #: (B)(4), description: next generation anchor kit-sterile; sc-2218-50 (sn (B)(4)): device evaluation indicated that multiple cables were completely broken at the bent/kinked location of the lead. The bent/kinked location was one (1) cm from the set screw mark of the clik anchor. The broken cables resulted in the reported complaint of high impedance. Sc-2218-50 (sn (B)(4)): device evaluation indicated that the lead passed visual, electrical, and photographic imaging tests performed. The lead exhibited normal device characteristics. Sc-4316 (lot# 14894186): device evaluation indicated that the one of the clik anchors had one torn eyelet. No parts of it were missing. The other clik anchor exhibited normal characteristics.